Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during an upper ureteroscopy (urs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another passport balloon dilatation catheter . There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during an upper ureteroscopy (urs) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed with another passport balloon dilatation catheter . There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 20mm proximal of the balloon to distal tip bond and extending approximately 5mm proximately across the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. This failure indicates that an existing condition or disease is demonstrably responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition/disease-related adverse event. Therefore, the most probable root cause is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.